Event description:
The patient presented on [redacted] with a 2-day history of malaise, nausea, vomiting and having low flow alarms from his lvad. A CT scan showed a fluid collection compressing his outflow graft and he was taken to surgery [redacted] to relieve the pressure on his outflow graft. The fluid was sampled and grew out methicillin susceptible staph aureus, as did his blood cultures. He also had a sub-arachnoid hemorrhage and then intraparenchymal bleeding in the brain ultimately requiring placement a ventriulo-pleural shunt on [redacted]. Once he was stable from a neurological perspective, he was taken for a heartmate 3 pump exchange on [redacted] due to the vad infection.